Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B) (6) male patient's wife called in to zoll lifecor customer support to report that the electrode belt connector nut was becoming worn out. The patient was provided with a replacement electrode belt.